Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulator (scs) paddle lead had high impedances. The patient underwent a lead replacement procedure and the patient was doing well postoperatively.

Event description:
It was reported that the patients spinal cord stimulator (scs) paddle lead had high impedances. The patient underwent a lead replacement procedure and the patient was doing well postoperatively. Additional information was received that the patient experienced inadequate pain relief and the implantable pulse generator (ipg) was also replaced. The explanted device components were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(4), batch: 356079, UDI: (B)(4).